Event description:
It was observed that during the device evaluation, the subject bronchovideoscope exhibited peeling on the coat of the connecting tube (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the connecting tube coating peeling was caused by an identified degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h4.